Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00572, 3005168196-2019-00574.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed five ruby coils at the target vessel using a lantern. Next, the physician removed the lantern and placed a smart coil using a non-penumbra microcatheter. The physician then reinserted the same lantern and attempted to advance a penumbra coil 400 (pc400); however, the physician experienced resistance and the lantern was found to be kinked approximately 5 millimeters from the distal tip. Therefore, the physician decided to retract the coil. While retracting the pc400, it unintentionally detached at the hub of the microcatheter. Therefore, the physician removed the pc400 and attempted to advance a new pc400; however, the same issue occurred. The physician used a guidewire to push the detached coil out of the lantern and into the target location. Subsequently, the procedure was completed using two additional smart coils with a non-penumbra microcatheter. There was no report of an adverse effect to the patient.